Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During follow-up, the device could not be interrogated and did not respond to a magnet. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.